Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k923607 and k926214 the actual device was returned for evaluation. Visual inspection upon receipt found that the urethane outer layer had been sheared off on approximately 205mm - 430mm from the distal end of the device. Magnifying inspection of the urethane outer layer, sheared segment found that the urethane outer layer had been semi-circumferentially sheared off the wire, where the core wire was exposed. The shear cross-section of the urethane outer layer was in the smooth state, implying that it had been cut with a cutting tool. The outside diameter was measured on the undamaged segment and confirmed to meet the specifications. A current guidewire m product sample was inserted into a metallic needle and withdrawn from it in the manner of the guidewire m sample having contact with the metallic needle. The urethane coating was sheared off from the guidewire m sample. The surface of the shear cross-section of the urethane outer layer was confirmed to be in the smooth state. IFU reference: "do not manipulate/withdraw the guidewire m through a metal entry needle, a metal dilator or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed that there were no findings. There is no evidence that this event was related to a device defect or malfunction. It is likely that the actual device was subjected to a withdrawal manipulation in the state where its urethane outer layer had contact with the metallic needle used in combination with the actual device. As the result, the urethane outer layer got sheared off the wire. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.he anchor has been properly placed or the device will not function.

Event description:
The user facility reported that during a biliary drainage case, the actual sample was used in combination with a metallic needle and remained in the gallbladder. This patient is planned to be subjected to a cholecystectomy. The sheared urethane piece will be taken out with the gallbladder.